Manufacturer narrative:
The customer¿s report that the trifuse spin collar cracked was confirmed. Visual inspection showed a large vertical crack (in the direction of fluid flow) extended from end to end of the collar and a horizontal crack encircled the luer collar. The identified root cause is prolonged exposure of 70% ipa to the male luer that can cause stress cracking in combination with multiple contributing factors such as high hoop stress or outside force from use and over-tightening placed on the male luer either during connection or disconnection with a mating component or tool, use conditions such as application of aggressive disinfectants/cleaning agents and extended use and repeated connection/disconnection of the component.

Event description:
The customer reported that the spin collar of the trifuse cracked at the red lumen during an infusion. There was no report of patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the spin collar of the trifuse cracked at the red lumen during an infusion. There was no report of patient harm.